Event description:
It was reported that the patient¿s model 106 generator battery has depleted prematurely. Battery states ifi-yes. The design history record for the 106 was reviewed and confirmed that this device was laser routed during manufacturing. Review of the battery voltage, battery consumption and remaining battery capacity indicates that the generator battery did deplete prematurely. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths .

Event description:
The explanted generator was received for analysis. Analysis is currently underway but has not been completed and approved to date.

Event description:
Patient was referred for replacement of the generator. The m106 was replaced due to battery depletion. The explanted device has not been received to date. No additional or relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis on the generator was completed and approved. The pulse generator was opened. A visual assessment on the pcba, showed contaminates on the trimmed edge of the pcba (tab removed). No other visual anomalies were identified. The pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the expected low battery voltage. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.042 volts, confirming a neos condition. The battery was removed. The pcba was subjected to a postburn electrical. Results show that the pcba failed several electrical tests including r2 verification, supply current, magnet detection, magnet response and trim daigon current. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the premature end of life.